Manufacturer narrative:
Event summary: the returned patient data files do not show any system notice on the date of the event. Additionally, no product has been returned for investigation. This event is about a clinical issue encountered during the procedure. In conclusion, pericardial effusion is a clinical issue encountered during the procedure. No indication of product malfunction and no product to be returned.

Event description:
It was reported that after a cryo ablation procedure, the patient experienced pericarditis and there was st depression. It was noted that the cause of the disease was unknown and there was a possibility that the procedure may have contributed to the disease. The patient was hospitalized. The pericarditis and st depression resolved without intervention. The procedure was completed with the cryo console. It was further reported post procedure that the patient had esophageal damage observed at an endoscopy. No further patient complications have been reported as a result of this event.

Event description:
It was reported that after a cryo ablation procedure, the patient experienced pericarditis and there was st depression. It was noted that the cause of the disease was unknown and there was a possibility that the procedure may have contributed to the disease. The patient was hospitalized. The pericarditis and st depression resolved without intervention. The procedure was completed with the cryo console. It was further reported post procedure that the patient had esophageal damage observed at an endoscopy. The patient was given a proton pump inhibitor (ppi). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that after a cryo ablation procedure, the patient experienced pericarditis and there was st depression. It was noted that the cause of the disease was unknown and there was a possibility that the procedure may have contributed to the disease. The patient was hospitalized. The pericarditis and st depression resolved without intervention. The procedure was completed with the cryo console. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.